Event description:
It was reported that both t1 and t2 were deployed and as the surgeon pulled out the device to tighten it manually, the suture broke. Both t1 and t2 were still intact in the meniscus. Surgeon tried to tighten it using a grasper, but it did not work. Another fastfix360 was then used to complete the repair. No time delay or patient injury reported as a result of this incident.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was received without suture or anchor. Functional testing was performed and the actuator actuated as intended. Visual inspection did not identify any abnormalities. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturing of the device can be established. (B)(4).

Manufacturer narrative:
The manufacturer has not received the device for evaluation. (B)(4).